Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test. Excessive no delivery test, self test and test. No unexpected error alarm or error alarm after battery change noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with missing end cap sticker, cracked case at display window corner, corroded battery tube and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer's blood glucose was 107 mg/dl at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.